Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the inserter instrument broke. This was discovered during sterile processing inspection. No patient involvement. This report is for one (1) inserter f/ten. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event occurred on an unknown date in 2021. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9. Date device returned to manufacturer. H6 - codes updated to imdrf codes. Visual inspection: the inserter f/ten was returned and received at jrz pal. Upon visual inspection, it was observed that the device produces a noise and vibration while performing its normal function. Seems internal chuck system is not functioning properly or some internal damage is producing that sound while using it. No other issues were found on the device. Dimensional inspection: -specified dimensions: t handle width: 104 +/- 1.3 mm -measured dimensions: t handle width: 103.96 mm (complies) device used ¿ digimatic caliper cd78621 document/specification review: no design issues or discrepancies were identified. Conclusion: the complaint condition was confirmed for the inserter f/ten. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.